Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. The customer also reported that he has been getting icons on his insulin pump. The insulin pump will be returned for analysis

Manufacturer narrative:
The pump had no missing segments/partial display noted during testing. Unit passed displacement test and self test.